Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event side car rx torn material.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During preparation, it was observed that there was a crack near the rx port, causing the guidewire to come out through the crack. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.